Event description:
On (B)(6) 2011, the lay user/patient's grandson contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in the afternoon on (B)(6) 2011 (time not specified). The patient's diabetes management is not known and it is unclear what action, if any, the patient took in response to the reported meter issue. As a result of the alleged meter issue, the patient reportedly developed symptoms of thirst and tiredness approximately two to three days later. The reporter, however, denied the patient received any medical intervention/treatment after the reported issue began. During troubleshooting, the csr noted there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.